Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty dx board. In addition, a printed-circuit board failure, video connector latch causing poor connection with pigtails, and damaged digital visual interface output connector on distribution board were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center is not working during preparation for use. During a standard service inspection of the customer returned device, a printed-circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the reported event was due to a failure of the printed circuit board (dx board) which prevented output to sdi2 (serial digital interface 2). However, the root cause of the failed printed circuit board (dx board) could not be identified. During the device evaluation, it was observed that the software version was outdated. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.